Event description:
Report rec'd of approx 8 occurrences of cracking and leaking from the 3-way stopcock. The stopcock is used to allow administration of lipids through a peripherial primary total parenteral nutrition line. The total parenteral nutrition solution is run over 24 hrs and the lipid solution runs over 20 hrs. Stopcocks are routinely changed every 24 hrs. With these events, nurses noted cracks and fluid leaking after approx 6-8 hrs into the infusion time. The cracks are occurring where the stem meets the center of the stopcock. A few of the incidents have resulted in a minimal amount of bleed back. Also, "a couple of peripheral intravenous access lines clotted off and had to be re-started." No specific event or pt info was provided. No pt harm occurred. The dir of materials mgmt reports that the facility rec'd 17 cases of this product which is in use hosp wide. The only unit reporting any problems is the neonatal intensive care unit. No add'l info as available.